Event description:
The doctor claims that patch was implanted on 7/16/98 for a carotid endarterectomy procedure. The patient developed a hematoma due to patch leakage in the post anesthesia care unit. No action was taken. The procedure was completed successfully. The patient's condition is fine.